Event description:
Following a pump replacement the pt experienced an overdose with symptoms of lethargy. The pt was given narcan. The report indicated that the pt was fine. The hcp was considering dosage changes. The pump was used to deliver morphine and fentanyl.